Event description:
The customer reported that an insulin cartridge leaked. The impact on the customer's blood glucose level was unknown. The customer successfully loaded the same cartridge onto the pump and resumed insulin therapy.